Event description:
In 2000: pt receives abdominal aortic aneurysm graft. Implant is concluded without complications, and the pt recovers normally. The next month: pt presents with left lower extremity claudication. Physician diagnoses complete occlusion of left iliac limb, later attempts thrombectomy and performs femoral-femoral bypass. Pt recovers normally. In 2006: pt presents with pain in both legs. Possible spinal stenosis.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.